Event description:
A cobe cardiovascular customized heart/lung perfusion pack was set up for use in an open heart surgery case. The user reported that the pvc arterial pumphead tubing segment ruptured while recirculating prime in the circuit. The event occurred within 1 1/2 hours after the pump was started, prior to any patient connection to the circuit. The user reported that the tubing appeared to have been overoccluded, based on its appearance in the pump at the time the rupture was discovered. After the tubing rupture, another pack was set up and used to run the case. Without further incident. No pt injury resulted.